Manufacturer narrative:
UDI - unknown due to the lot number being unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. See mdrs 3013394970-2017-00361 & 3013394970-2017-00362 for the other two patients & two devices reported. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the dilator was inserted into the angioseal sheath, arrow to arrow. Dr advanced sheath over the guidewire, but the sheath got stuck and didn't want to advance into artery. The doctor pushed harder, but he didn't want to force the sheath as it might damage the artery. They did a groin shot before opening the angioseal - femoral access was as indicated, no stenosis, bigger than 4mm, above bifurcation. This incident happened with three different angioseals on three different patients. Additional information was received on 8/29/2017. There was no reported blood loss, there was no damage or injury on vessel wall. The device could easily be removed, and nothing was left in patient, manual compression for 22 minutes.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the codes, and the completed investigation. It was initially reported the device was not available, the device has been returned, section has been updated. The codes were unable to be selected when the initial report was submitted, the codes are now available and have been selected. One angio-seal device was returned for evaluation. The locator and hemostasis sheath were returned mated with each other with the guidewire still inside it. The carrier tube assembly was returned as well. The cta appeared to be unused. The guidewire was attempted to be removed from the locator assembly and there was some resistance felt. The guidewire was eventually removed with minor application of force. Upon removal, it was observed that the dried blood like substance had accumulated through the length of the wire precluding its easy removal. The wire was measured to be 0.34" and the locator inner diameter was measured to be 0.37". There were no dimensional anomalies noted when the measurements were compared to the dimensions listed in the version of the drawings active at the time of manufacturing. The likely cause of the event is minor obstruction of the cannula of the locator by blood like substances of other organic matter during its insertion. The functionality of the device was unaffected by this and the guidewire was able to be removed as intended during functional evaluation. The complaint cannot be confirmed. The device worked as intended during functional evaluation. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.